Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. During fill 2 of a treatment, a soft pl (patient line is blocked) support warning occurred followed by a hard pl (patient line is blocked) alarm, as expected, when intentionally restricting the patient line during a fill phase. There were no fluid leaks in the test cassettes during the treatment tests. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis event (characterized by abdominal pain, cloudy pd effluent and pd drainage issues). However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. At this time, the cause of the patient¿s peritonitis cannot be determined with the available information. Peritonitis is a well-known potential complication in pd patient. The patient¿s initial pd culture grew coryneform bacilli which commonly colonize human skin and mucous membranes. However, the patient was also traveling prior to the peritonitis event which may have been a confounding factor due to risk of breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with filling issues and during the call the patient reported experiencing peritonitis. Patient requested for the cycler to be replaced. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn reported on (B)(6) 2019 the patient was experiencing pd effluent drainage issues, abdominal pain and cloudy pd effluent and as a result went to the emergency room (ER). In the ER pd cultures were obtained which yield growth of coryneform bacilli/gram negative rods and an elevated white blood cell (wbc) count of 3661. The patient was admitted into the hospital overnight for antibiotic therapy. Per the nurse the patient received vancomycin 2 grams intra-peritoneally (ip) and gentamycin (dose unknown) ip and was subsequently discharged on (B)(6) 2019. On (B)(6) 2019, the patient was seen in the outpatient pd clinic for follow-up and the patient was continued on vancomycin 2 grams ip every 3 days for a total of 14 days. Serial repeat pd cultures were obtained on an outpatient basis. As a result of the rebound elevated wbc on (B)(6) 2018, the nurse stated ciprofloxacin by mouth was added to her antibiotic regimen for a total of 14 days. Subsequently, on (B)(6) 2019 the pd culture showed improvement in wbc (result 129) and final pd culture on (B)(6) 2019 showed wbc was 54. The nurse stated the patient was responding to antibiotic treatment and is recovering from the event. The nurse was not able to confirm the cause of the patient¿s peritonitis. The pdrn stated there were no reported fluid leaks or cycler issues related to the patient¿s peritonitis event. The pdrn also reported the patient¿s drain issues were likely a symptom of her peritonitis and not a cycler product issue. The pdrn did reported the patient had been traveling for work and was in and out of hotel which could have been a contributing factor. To the pdrn¿s knowledge the patient is consistent with following aseptic technique. The patient is continuing pd therapy without further issues.